Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. At this time no intervention has been performed and the ICD remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no further information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the field that indicated this patient was brought back in for defibrillation threshold testing. A 26 joule shock was delivered successfully. No further changes were made and the system remains in service. No additional adverse patient effects were reported.